Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving two shocks from the device. An interrogation revealed a patient data (pd) error code and a red warning screen. There were no new treated episodes recorded in the device, only the shock episode from 2016. The patient data was missing. The device was reinterrogated and the error had cleared and no further issues were observed. Device data was submitted to technical services and engineering for review. The device data showed there was memory corruption with the patient data, causing the pd error, but also a memory corruption with the firmware log file and other diagnostics. The data appears to show there was likely a shock delivered as the patient reported but there was a device reset either during or after the shock delivery that prevented an episode from being stored. The device appeared to be functioning properly right now, but there is evidence of a potential malfunction that could impact the ability to deliver therapy in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted no anomalies other than electrocautery marks on the device case. A review of device memory was performed, which confirmed the device data for the patient log section was corrupted. The cause of this memory corruption could not be determined. The corrupted memory was repaired so the device could be put through testing. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The device was explanted and replaced approximately six weeks later. No additional adverse patient effects were reported.